Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the customer complained that every time they open one of these introducers from the side where it is meant to be used for opening, the sterile paper side of the packaging wraps around the inner cardboard frame, which makes it hard to take the introducer out without compromising sterility. No patient complications have been reported as a result of this event.